Event description:
Twenty-two-yr-old white female presented to the hosp on 3/7/96 in early labor at approx 37 weeks gestation. She underwent emergency cesarean section due to prolapsed cord. Post-operatively on the night of admission, the pt felt a "pop". Foley catheter examined and removed with latex bulb missing from catheter tip. Urology consult obtained and cystoscopy performed, however, no evidence of foreign body found on examination.